Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image interference a root cause could not be identified. Based on the results of the investigation, the image interference was caused due cable malfunction. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the subject device the image was not good when the cable was shaken. The issue was found during set up for a diagnostic procedure which was completed with another device. There were no reports of patient harm.